Manufacturer narrative:
Analysis found multiple insulation abrasions.

Event description:
New information noted that during a follow-up visit, an x-ray revealed an issue with externalization of the inner conducting cable. Episodes of noise classified as aborted tachy episodes were noted.

Event description:
It was reported that an insulation break was noted via review of fluoroscopy. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.